Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. Did receive the integrated electrosurgical unit (iesu) or erbe involved with this complaint to perform failure analysis. The reported failure (error c-33) was confirmed and reproduced.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was error c-33 on the integrated electrosurgical unit (iesu) or erbe. The procedure was completed with no reported injury using a third party electrosurgery unit.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.